Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2008, inratio: 6.0, lab: 1.4; date: (B) (6) 2008, inratio: 5.3, lab: 4.0; date: (B) (6) 2009, inratio: 4.2, lab: 3.3. Patient's tr is 2.5-3.5.

Manufacturer narrative:
This event is reportable because a recurrence may cause or contribute to a death or serious injury. Device will be returned for eval. Investigation is pending.